Manufacturer narrative:
Additional narrative: the reported temporary fixation pin 387.595 is part of the cervical spine locking plate system (cslp) system. It was reported the tip broke off during a cslp variable angle (va) procedure and the broken part was left in the patient bone. The applicable technique guide (guide reference (B)(4)) for cslp va system was reviewed. This system provides the ability to create a versatile construct where the screw can be angulated in any direction and still lock the plate. Once the plate is placed, if desired a temporary fixation pin can be used to hold the place in place, then the cortex is broken and the self-drilling expansion-head screws are inserted and the fixation pin removed to insert the last screw and lock the construct. Upon inspection of received device, the reported condition is confirmed. The tip of the temporary fixation pin was received broken off, last two helixes remained and the liberated portion was not received. Closer examination indicates no potential material problem as the fracture area was found homogenous. Evidence suggested that excess force was applied contributing to cause stress and fatigue the material strength resulting in the fracture seen. Additionally, patient bone quality (too dense) may also be a contributing factor. A review of the applicable drawings (sm_200431 rev. F and sm_001403 rev. A) was performed. The drawings call out the appropriated dimensions, material (implantable grade) and finishing processes for a successful device design. The device was found to be adequate for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4): it was reported during an anterior cervical disc fusion, a variable angle (va) temporary fixation pin was placed in the openings of the cervical spine locking plate (cslp) in order to hold it in place. The bone of the patient was very hard, the cslp va temporary fixation pin was difficult to take out, and the pin broke off from its head and was left in the patient. The procedure was not prolonged, and the pin remains in the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was produced and distributed in august 2013. Our investigation has shown that the tip of the temporary fixation pine broke off. The broken off part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause. It is likely that too high lateral stress caused the breakage. The fracture area is homogenous which indicates material conformity. The relevant dimensions for this complaint cannot be checked due to the condition of the device and the missing part. No further investigation needed because the damage was clearly caused post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.